Event description:
Philips medical systems is denying access to FDA required instructions to assure the performance of devices manufactured by philips if the requester does not agree with the terms and conditions of the on line form to access instructions. This is a defacto license agreement which the FDA has said is not permitted.